Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. The cause for the failure was isolated to an open white pulse wire in trunk cable. The root cause for the open wire was unable to be identified. There was no adverse event that resulted from the damaged belt.